Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on performing a pump reset. After the reset, the error code did not reappear, and the customer successfully started a new sensor session.